Manufacturer narrative:
Additional information: g3, h3, h6. The complaint device was not received for evaluation. Based on the provided information, which may include the device (if available and returned), pictures, videos, event descriptions, and any additional field data, arthrex concluded that the most likely cause of the reported failure is user error. This includes improper bone preparation, misaligned insertion, and/or prying or levering the device during insertion, which resulted in the device breaking and/or being damaged. Since the complaint device was not returned and no evidence of the failure was provided, neither physical inspection nor a review of images could be performed. As a result, the complaint allegation could not be confirmed.

Event description:
On 07/18/2025, a sales representative reported via email that the trailing end of an ar-1317ft nano corkscrew ft anchor broke, leaving it proud and unable to be advanced further. The socket was prepared using the included 1.6mm wire and the anchor was removed with the aid of a trephine. The procedure was completed with two alternative anchors and no adverse effects were reported for the patient. This issue was discovered during a procedure on (B)(6) 2025. Additional information requested on 7/23/2025.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.